Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v humidification chamber was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
Ps115444 the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. Only limited information was provided by the hospital, namely that there was "damage" to the water feedset of the mr290 chamber. Without the complaint chamber we are unable to determine what could have caused the problem as reported by the hospital. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."